Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that there was a burnt image on the screen. The customer's blood glucose was 230 mg/dl at the time of incident. The customer stated that they were unable to read the screen. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.